Manufacturer narrative:
We checked the returned unit and confirmed that the laser cut filter was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the laser cut filter. In addition, we confirmed that the body cover grip broken, the light guide fiber bundle (lcb) broken, the objective lens unit broken, the electrical connector corroded, the nozzle gluing missing, the remote control buttons cut, the light guide cable twisted, and the brand plate worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.